Manufacturer narrative:
Product analysis: (B)(4). Action/resolution: this unit had been run into a door frame or wall, with significant force. A throughout inspection of the gantry, door, and cover was performed. All switches work iaw manufacturer spec, issues of noted switch 5 needed to adjusted to the right (further to the right). After corrective action I rechecked, and was able to close the door to the gantry iaw manufacturer spec. I replaced the covers and checked again. No issues noted with repair at this time unit in good working order. Full system checkout completed after repair with no issues to report. A medtronic representative went to the site to test the equipment. Testing revealed that his unit had been run into a door frame or wall, with significant force. A throughout inspection of the gantry, door, and cover was performed all switches work iaw manufacturer spec, issues of noted switch 5 needed to adjusted to the right (further to the right). After corrective action I rechecked, and was able to close the door to the gantry iaw manufacturer spec. I replaced the covers and checked again. No issues noted with repair at this time unit in good working order. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare provider (hcp) regarding an imaging system outside of a procedure. The hcp reported the system was run into a wall, the covers were damaged and the pendant indicated that the door was open when the system was closed. No patient was involved with this issue.